Event description:
It was reported that the patient was re-implanted on (B)(6) 2013. To date no further information is available.

Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow up report.